Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed during which the aus was removed and replaced. No patient complications were reported.